Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again. The customer acknowledged and understood these instructions.